Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) die to leak found in the device. All components were explanted and replaced. A new ipp was successfully implanted. No adverse patient effects. Additional information was received. Cause of fluid loss in unknown. Patient was unable to inflate device. No adverse patient effects.

Manufacturer narrative:
Product investigation completed. Product analysis did not confirm a specific fluid leak. The pump was found to have failed the activation test, which indicates that it would require additional force on the pump bulb to use. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) die to leak found in the device. All components were explanted and replaced. A new ipp was successfully implanted. No adverse patient effects. Additional information was received. Cause of fluid loss in unknown. Patient was unable to inflate device. No adverse patient effects.